Event description:
The following report was received from the affiliate: during a coronary stenting procedure of a de novo lesion at the left anterior descending coronary artery a 3.5x13mm cypher sirolimus-eluting coronary stent dislodged from the stent delivery system at the target lesion and it was removed using a snare and surgical procedure.

Manufacturer narrative:
Femoral approach was chosen for the procedure. The vessel was highly calcified and highly tortuous. There was 95% stenosis. Rotablator was conducted to treat the heavily calcified mid and proximal lad. Pre-dilation was conducted and details are unk. There was no friction during the delivery of the device. They physician decided to remove the dislodged stent with a snare. However it was difficult and the stent could be removed just at the aortic arch with the snare. Therefore, the physician stopped using a snare and inserted a bc into the dislodged stent. The stent was inflated and tried to retrieve as a single unit, but dislodgement from the balloon catheter was likely. Therefore, another balloon catheter was inserted in lateral axis to the stent and caught the stent. The stent was retrieved with the two balloon catheters, but is was stuck at the iliac artery. The stent was retrieved by surgically cutting down at the iliac artery. The physician did not implant any stent because the procedure was extended by 6 hours. A percutaneous coronary intervention to treat the target lesion is postponed for the near future. Please note: device is distributed outside the united states. However, it is similar to the united sates product. Any add'l info will be submitted within 30 days of receipt.